Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during the final step it was unable to press down a 5f exoseal vascular closure device (vcd). There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The user was trained to the device. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. The indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected plug deployment and retraction of the indicator wire. The black/white/red position was also confirmed. A high magnification evaluation was conducted to examine the internal mechanism after opening the device case. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since functional analysis achieved successful deployment of the device after successful deployment lever depression. No damage to the internal mechanism was noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the final step it was unable to press down a 5f exoseal vascular closure device (vcd). There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The user was trained to the device. The device is being returned for evaluation.